Event description:
The customer received a blood glucose result of 224mg/dl. The customer retested and received a result of 198mg/dl. The customer was recently hospitalized because they were having seizures. The customer had tested and received a result of 59mg/dl and a few hours later was taken to the hospital by ambulance. At the hospital the customers blood glucose was 21mg/dl. They were kept overnight for observation. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.